Event description:
The nurse told the product specialist that the acetabular reamer handle broke during surgery.

Manufacturer narrative:
Additional information has been requested and if available it will be submitted on the supplemental report.